Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. The root cause cannot be determined with the information available. The reported event cannot be confirmed with the information available. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2- japan h3- customer has indicated that the product will not be returned to zimmer biomet for investigation as the rest of the pin was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a total knee arthroplasty was performed, and the surgeon found that approximately 2mm of the tip fixed fluted pin fractured off and the fragment remained in the patient body. Attempts to obtain additional information have been made; however, no more information is available.